Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete it has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 6fr sheath after a diagnostic procedure. Reportedly, following deployment of the clip, the device came out of the artery. The clip of the starclose se remained on the distal end of the device. Manual arterial compression was applied for 18 minutes to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The clip was found at the distal end of the guide tube and was caught between the garage leave, confirming the reported event. Based on visual analysis of the returned device, the cause of this incident is related to the operational context during use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.